Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error e315. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 ¿ initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the suggested phenomenon was confirmed but was not reproduced upon drying the device. A further cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.